Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device got infected and the patient died. The indications for use were spinal pain and lumbar radiculopathy. No device issues reported. Additional information from the consumer reported that the patient had passed away due to problems with her stomach and breathing on (B)(6) 2017.